Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of out knowledge. (B)(4).

Event description:
Customer reported to have received a battery out limit alarm and a blank display. Customer states she had a blank display and reinserted batteries and that's when she received the battery out limit alarm. Customer's blood glucose was 71 mg/dl. After troubleshooting, customer was advised to monitor insulin pump.